Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used due to a header issue. The lead would not go all the way into the ICD header lead port when attempting to insert the lead. Troubleshooting was performed and there was high rv coil impedance. The set screw was backed out, the header port was flushed, and the lead was cleaned but still couldn't get the lead in far enough. The ICD was removed and a new ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.